Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under her left breast and also under where the garment on her chest. The patient's nurse used a medicated cream on the rash as well as some gauze. Follow-up indicated that the patient's rash was still present and had been improving. It was also reported that the patient's nurse was using a powder which was helping the irritation heal.